Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that yesterday the patient found that they were seeing a settings not available screen. The patient says they have tried increasing and decreasing but still get settings not available and have already tried resetting controller which didn't fix the issue. The patient was instructed to turn stimulation off then decrease stimulation. They were able to decrease, and when the rep had them turn stimulation back on they started seeing settings not available screen again. The patient denied any falls or trauma and hadn't been in for recent programming, and hadn't been around any emi that they know of. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned this is the first issue they have had the whole time they have had the stimulator. No symptoms were reported. Additional information was received from a manufacturer representative (rep). It was reported that the patient is unable to increase amplitude. The rep met with the patient and checked the impedances. The rep reported that contacts 3 <(>&<)> 11 are >40,000 ohms, all the other impedances seem to be within range. The rep reprogrammed the patient's therapy without using the bad electrodes and now the patient is able to increase the amplitude without issue. The rep said the patient has not had any falls. The troubleshooting steps (check impedance and reprogram) that were taken on the call resolved the issue. No symptoms were reported.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.